Event description:
A user facility reported to olympus that the evis lucera gastrointestinal videoscope switch 1 has a weak click. During a standard service inspection of the customer returned device, foreign matter came out of the suction channel. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, foreign matter out of the suction channel, angle play, insufficient angle, angle knob corrosion, and plastic distal end cover were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign matter in the nozzle could not be determined, however, the investigation confirmed that the customer¿s reprocessing was not being implemented according to the IFU. Information provided on reprocessing: is there a time lag between the end of clinical use and the start of pre-washing? ¿ customer reported yes (late, not implemented). Olympus will continue to monitor field performance for this device.